Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal tsc troubleshooting process. A review of the source device service history record was performed from the date of manufacture to the present date. The device was not previously returned for service. The database showed no quality notification/s were opened for the source device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4) the customer stated that there was no patient involvement.

Event description:
Case ID: (B)(4). Case status: open. Summary: 8100 260.4130 error. Case notes: problem description - (B)(6) 2018 09:52:13 (B)(4). 8100 sn: (B)(4). 260.4130 error. Recommend to replace logic bd. Gave prices for flat rate service repair.